Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph. The visual inspection of the returned photo noted what appeared to be infectious reactions after surgical procedures involving a device. This complaint was received as part of a batch report. There were returned device whose sterility was investigated. During this investigation, no nonconformance¿s were found. A review of the device history report could not be performed, as no lot number was reported for the product. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the patient developed an infection on the suture line. Patient status is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the patient developed an infection on the suture line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.